Manufacturer narrative:
A field service engineer (fse) went on-site and found a defective collar wash valve on the cc sample probe and replaced it which resolved the issue. The cause of the leak is attributed to the malfunctioning valve. (B)(4).

Event description:
A customer contacted beckman coulter (bec) to report that the unicel dxc 600 pro synchron clinical system cartridge chemistry (cc) sample probe was dripping on the reaction wheel cover. The customer could not determine the volume of the leak. The leak was contained within the instrument. No injury or exposure was reported. No controls or patient results were affected.